Event description:
Event description guidant received information that this pacemaker exhibited oversensing on the atrial channel. This oversensing was observed with patient arm movements. A guidant technical services consultant recommended additional atrial lead diagnostic testing (impedance, sensing and threshold measurements) to help determine if this was an insulation or conductor coil issue. Guidant received additional information one month later that sensing issues continued to be present on the atrial lead and loss of capture was observed on both the atrial and ventricular lead. It was also reported that the patient experienced pre-syncopal symptoms.